Event description:
Drug not effective. No additional information reported or available regarding this event. Pae (preventable adverse event) reported by hcp (health care personnel), who does not consent to follow up. (B)(4).